Event description:
The ins battery depleted. Last night the patient was down to 1 bar on the ins. The battery was to last 2 weeks and her health care provider (hcp) told her that it should last 6 weeks if it was full. The patient was told the implant should be checked. When the antenna locate feature was accessed it only gave the patient 24-28, even when she exhaled. It was later reported 4 days later that there was a coupling problem. The ins may be flipped. The patient¿s device was replaced 11 days ago. The patient had issues with charging the ins and had questions regarding the recharge pattern compared to her old ins. The patient recharged all night on wednesday and thursday last week. The patient has to put the belt on and pushes with her hand. The implant was in the upper chest area and has to push very hard. The patient has seen 4 bars with pushing in the past but could only get 2 today. The site looked okay, normal, and did not feel slanted. There was no fluid around it and the patient could feel the outline of the ins. It moves a little under the skin but not too much. The patient tried the antenna locate feature and got 34 but has seen low 20's. Another recharger was tried and there was no change. The ins was put in the same pocket that the prior ins was in. The patient cannot function without the ins. The recharger interval was going down 25% in 53 hours. An interval calculation was done which brought back 1x/week. The patient was charging to ¿full¿. Program 1 settings were: amp 2.7, rate 130, pw 270 and group impedance 539ohms. Program 2 settings were: amp 3.0, pw 270, rate 130 and group impedances 604 ohms. The patient uses the device 24/7. It was noted that the ins battery capacity is smaller than the previous ins the patient had. The next day it was reported that the patient was charging more than expected. The patient was charging 4-5 times a week though she was not getting the ins completely charged during the sessions. Multiple reprogramming have been tried to optimize the stimulation. The estimated recharge interval on longevity was calculated based on 2 programs previously mentioned, one program as set at 0+1-2+3- and the other program was set at 4-5-6+7. Group z, was unknown, so estimated at 450ohms for both. Calculations revealed 7.75 days. At the time of implant the impedances were in normal range with 778 low and 1387 high when connected. It was further clarified that the ins was in her clavicle area which has always been the implant site for the ins. The z measurements were found so the longevity was recalculated and found to be 9 days. Additional information has been requested.

Event description:
Additional information received reported the patient had several implants. The patient was one of the top one percent of use. Their most recent replacement was because the wrong implantable neurostimulator (ins) was implanted because they were not told they had to charge every 3 days. They had the replacement (B)(6) 2014. The patient noted the replacement was not due to normal battery depletion but the manufacturer representative would say it was. The manufacturer representative spoke with the patient.

Manufacturer narrative:
Concomitant products: product ID 3987a, lot# n111328, implanted: (B)(6) 2007, product type lead; product ID 3987a, lot# n111328, implanted: (B)(6) 2007, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was confirmed that the patient recovered without sequela.

Event description:
It was additionally reported that the patient had short recharge intervals and difficulty coupling. It was determined that the recharge interval was normal based on the patient¿s usage and energy requirements. The patient has always received and continued to receive effective therapy from her device. Device replacement was required. The patient was scheduled for ins replacement on (B)(6). The patient did meet with a company representative to attempt reprogramming at energy saving settings but the effort was unsuccessful. It was confirmed that the ins was explanted and replaced. No malfunctions were detected in the system, all impedance checks were normal. The patient was doing well and receiving effective therapy. The device was going to be returned to the device manufacturer.

Manufacturer narrative:
Results and conclusion: no longer applies.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.